Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced no alerts on the dexcom receiver and a hypoglycemic event. Date of issue is an approximation. The patient stated that they experienced a hypoglycemic because the receiver did not alarm for a low alert. It was indicated that the patient became incoherent and was administered a glucagon shot by her husband. At the time of contact, the patient was in stable condition and recovered. No additional patient or event information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. The receiver download contains no data from the relevant dates of this investigation. The receiver passed all relevant tests on functional test station. The receiver passed 'try it','fixed low' test. Audio tone was heard at normal volume when tested with receiver communication tool. Opened receiver,passed internal visual inspection. Speaker measured 7.5ohms. Passed 'wiggle' test. The reported event of no audio output was not confirmed. The root cause was determined to be a defective speaker.